Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient in response to follow-up reported that she had not fallen in 2015 or 2016. It was noted that she had fallen in 2013 but that did not pertain to this event, had previously been reported, and it was resolved. The patient had called her manufacturer representative (rep) because she could not turn ¿off¿ the device to receive therapy for carpal tunnel (both wrists).

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported turning the device off for laser physical therapy treatment for carpal tunnel. However, the device "came back on" so the patient did not go through with the appointment. Additionally, symptoms came back in (B)(6) 2015. The patient had a fall, but the date was unknown. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. The indication for use included interstim - other.

Manufacturer narrative:
(B)(4).